Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
Healthcare professional additionally reported, "particles in valve". Device has been explanted.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified void >1 mm in non-textured valve-to shell-bond area, flat creases and one linear opening. A microscopic analysis and leak test were performed which identified two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -two openings striated in the side anterior/posterior assessed as surgical damage.